Event description:
Hold for me 01.20.2022. It was reported that a spectrum pump experienced under infusion and was found in patient's room with 50% of caspofungin mediation given. Pump read infusion complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Medwatch received as (B)(4).

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing for flow accuracy the device was found to deliver within range at -3.1152% accuracy. The pump delivered as intended and no abnormalities that could cause or contribute to the reported problem were observed during evaluation. A review of the event history log revealed two infusions of caspofungin were programmed on the reported event date. The user experienced 13 "downstream occlusion!" Alarms during the first infusion of caspofungin, and the pump auto-restarted after each occurrence. The second infusion ran to completion without interruption. The user updates the volume to be infused (vtbi) after the infusion completes in both cases. It is not known which infusion the customer experienced the under-infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.